Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms occurred during basal delivery with multiple cartridges. There was no reported impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.